Event description:
Affiliate reports that the pt showed symptoms of an overdose in 2005. The pump was refilled and two days after it was refilled the pump was empty. The surgeon decided to explant it.